Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
The handpiece was returned to the in-country service center, and during the inspection a clear oily residue was found on the device. There was no pt involvement during this event. There was no adverse consequences reported as a result of this event.